Event description:
The clinic reported that a laser vision correction patient presented with complaints of foggy/blurred vision and corneal haze in right eye 6 months post treatment. The topical steroid dosage was increased. It was stated that the patient experienced loss of best corrected visual acuity (bcva). The patient complained of the blurred vision starting last few weeks but did not contact anyone. Bcva. Right eye pre-op 20/20 post-op 20/25. Left eye pre-op 20/20 post-op 20/20. On (B)(6)-2014 account reported that the corneal haze has not resolved as of (B)(6)-2014. That an enhancement prk (photorefractive keratectomy) procedure was done that same day and that vision was as follows: pre-op right eye rx was -5.50=-1.25x35 20/20. Post right eye rx: +1.50=-1.50x25 20/40+.

Manufacturer narrative:
(B)(4):the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.